Manufacturer narrative:
This sensor is part of the issue being addressed by corrective and preventive action. No further investigation is necessary on this RMA since the CAPA resolution will apply to this case.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.